Event description:
A malfunction was reported by the caller, indicating an issue with the pump. The reported malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, and there was no adverse impact. In response, cts decided to replace the pump and instructed the caller on using a backup insulin pump to ensure continuous insulin delivery. The caller was also provided guidance on putting the malfunctioning pump into storage mode and returning it to tandem using a pre-paid label.